Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician successfully implanted a right ventricular (rv) lead, but tried multiple punctures to gain access for a right atrial (ra) lead but was unsuccessful. The physician was able to later implant another ra lead. The patient developed a pneumothorax post-surgery, although additional information from the field claimed none of boston scientific¿s products caused it. The rv lead remains implanted and in service. No additional adverse patient effects were reported.